Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus . Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 350 mg/dl and the customer delivered a bolus via the pump to address the high bg level. Due to over-correcting, the bg level dropped to 57 mg/dl and juice was consumed to address the low bg. The cause of the high bg was not known and the customer reported that the low bg has aggravated the rate of her "vision degradation". The customer declined tandem technical support's offer to troubleshooting and said that the pump settings were "appropriate. The customer was comfortable with managing the bg levels.